Manufacturer narrative:
It was reported that "device dislodged from suction catheter and remained in patient's abdominal cavity". It was reported about a week later, "the retained object was identified on radiologic imaging approx. 2 weeks after dislodgement. The patient underwent a second surgery for removal. Device was removed without complication/ serious injury". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Device dislodged from suction catheter and remained in patient's abdominal cavity.